Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) healthcare professional via (B)(6) and concerns a (B)(6) female patient. She was injected with belotero (not further specified) under the eyes and into the cheekbones, in mid (B)(6) and mid (B)(6) 2018. Since early (B)(6) 2018, the patient developed bilateral edema of the lower eyelids and cheekbones. As reported, edema had been evolving since 15 days. The patient was hospitalized from (B)(6) 2018. A delayed hypersensitivity to hyaluronic acid was presumed. Corrective treatment included augmentin (1g, 3 times a day) till (B)(6) 2018 and partial regression was reported. The outcome of the events was considered resolving.